Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-07480. Additional information was received that there was an infection at the ipg site. Surgical intervention was undertaken to explant the scs system. Follow up indicated the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing reduced wound healing at the lead site. As a result the patient wound was washed out. The patient was prescribed antibiotics and referred to a wound specialist. Follow up indicated the patient's wound is healing.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000127388.